Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as during the investigation the device delivered zero shock energy, powering of with a "warning, device service required¿ prompt. The fault was attributed to a high voltage breakdown of the output circuitry. Due to the damage caused by the high voltage breakdown, the investigation was unable to accurately determine the source of the issue. Failure of the device to deliver shock therapy may prevent defibrillation, which could result in an adverse consequences.

Event description:
Reported that the device is not delivering a shock during testing. No patient involvement.

Manufacturer narrative:
Heartsine has received the device for investigation and a follow up report will be submitted including the conclusions of the investigation.

Event description:
Reported that the device is not delivering a shock during testing. No patient involvement.